Event description:
It was reported that during a cryoablation procedure using cryoablation needles, the patient experienced muscle spasms during the thaw cycle. The spasms stopped when the physician stopped the thaw phase and passive thaw was used to complete the procedure. It was reported the patient was unharmed.

Event description:
It was reported that during a cryoablation procedure using cryoablation needles, the patient experienced muscle spasms during the thaw cycle. The spasms stopped when the physician stopped the thaw phase and passive thaw was used to complete the procedure. It was reported the patient was unharmed.

Manufacturer narrative:
Corrections: brand name updated from iceseed prostate kit / se to iceforce 2.1 cx 90 degree needle manufacturer name updated from btg yokneam to galil medical ltd. Device analysis: the needle lot number t0191 was returned and the complaint could not be confirmed. The shaft of the needle was noted to be bent but this damage was reasonably expected to have occurred during return of the device. In terms of visual failures that could have caused this complaint, the device passed visual inspection, the electrical properties testing, and vi system checks. The needle was disassembled to find a root cause but no issues were noted- no damage to the wire insulation or the heater wire was found. The needle was operated several times in thaw mode with no issues.